Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, upper eyelid swelling, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: khalil k, arnold n, seiger e. Chronic eyelid edema and xerophthalmia secondary to periorbital hyaluronic acid filler injection. J cosmet dermatol. 2019;00:1-3. Https ://doi.org/10.1111/jocd.13111.

Event description:
This us literature report concerns a (B)(6)-year-old female patient. The patient was injected with hyaluronic acid (ha) filler along the orbital ridge just inferior to the eyebrow and medially at the glabellar crease "two years prior". Two months post injection, the patient developed edema of the upper eyelids, xerophthalmia, and dryness of her nasal mucous membranes. She returned to the original injector for evaluation and was subsequently referred to an ophthalmologist, endocrinologist, and neurologist. The patient had a negative workup for sjogren's syndrome, keratoconjunctivitis sicca, conjunctivitis, chronic sinusitis, myasthenia gravis and optic neuritis. A MRI of the orbit and sinuses was performed and was negative. Two years post injection, the patient presented for consultation with a healthcare provider other than the injector. On examination, she had bilateral orbital edema without palpable nodules. Corrective treatment with 20 units of hyaluronidase was administered into the areas of filler placement inferior to the orbital ridge and just inferior to the medial brow on the right side. The patient had almost instantaneous resolution of the eyelid edema. One week after the hyaluronidase injection, the patient reported normal tear production and improvement in the nasal passage dryness. Three weeks after the initial hyaluronidase injection, the patient was further treated with 40 units of hyaluronidase to both eyes. Outcome reported as complete resolution. In the opinion of the authors, when treating the periorbital area with ha filler, it is best to inject onto the periosteum. Treatment of patients with edema and xerophthalmia after ha filler should start with hyaluronidase to remove the filler that may be obstructing the ductal system. If hyaluronidase injection fails, then further workup would be necessary. It is dangerous to use non-ha fillers around the eye as they are not dissolvable and have the potential to cause permanent edema and xerophthalmia.